Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 1 hour of procedure, the fiber broke in two pieces. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, after 1 hour of procedure, the fiber broke in two pieces. No patient outcome was reported.